Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, b5, d4, g3, g6, h2, h3, h6, h11. The following sections were corrected: d2 and d4. D4 - this product is not sold in the us and therefore no gudid information exists. This device is considered similar to (B)(4). G4 - the reported product is not sold in the us, the pre-market submission number for the similar product sold in the us is k171540. Visual examination of provided video showed that the packaging was damaged. The inner cement pouch is torn in its middle. A review of the device manufacturing records confirmed no abnormalities or deviations. A review of the raw material certificate confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Complaints are monitored per complaint trending process. Based on the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4) g2 - foreign: china. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during a procedure, it was noticed that the inner sterile packaging of the bone cement was damaged. A back up cement was used to complete the surgery. There were no consequences or health impact to the patient. Attempts have been made and no further information is available at the time of this report.